Event description:
The complainant reported that during impella support on automated impella controller (aic) with serial number (B)(6), the placement signal was noted not to be present, followed by a controller error alarm. The issue self-resolved, but later repeated. The console was exchanged for a backup aic with serial number (B)(6), however during the switch purge disk clip was noted to be loose and a low purge pressure alarm occurred; to resolve this issue, pump was then transferred to the third aic with serial number (B)(6), where issue was resolved. There was no patient harm reported, the patient remained on the third aic for support until successfully weaned and removed from impella support.

Manufacturer narrative:
This is one of two medical device reports associated with the event. Refer to manufacturing report number 1220648-2023-02683 for automated impella controller with serial number (B)(6). The automated impella controller event logs have been received and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show that after transferring pump (430956) and purge cassette (24481) from (B)(4) to the complaint console (B)(4) , console presented with alarms ¿purge system open¿ and ¿purge pressure low.¿ during console inspection in danvers, damage of the right post of purge disk retainer was confirmed, and it explains purge-related alarms during case (purge disk membrane was not held firmly against purge pressure sensor). A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D2 common device name updated. D10 concomitant medical products and therapy dates updated.